Event description:
It was reported that the capsule tore during lens insertion which caused decentration of the lens. The lens was explanted and replaced 1 day post op.

Manufacturer narrative:
Investigation of this event isd in progress. A supplemental report will be submitted upon completion of the investigation.